Event description:
It was reported that the patient was explanted. There were no issues at the time of the outcome, and the patient was lost to follow-up. The pump would not return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.